Event description:
It was reported the electrosurgical generator had a e006 error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the technical assistance center (tac) provided remote troubleshooting, the electrode was activated in an air environment, the e006 error occurred. It is likely due to being out of the conductive fluid when activated. Olympus will continue to monitor field performance for this device.